Event description:
Olympus was informed that the patient presented with blood clots 15 days post an unspecified transurethral resection. Upon examination, the tip of the resection sheath was found inside the patient. Olympus followed up with the reporter to obtain additional information regarding the report but with no results.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation hence the user's experience cannot be conclusively determined at this time. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated.